Event description:
This is part of a data collection project from dr. (B)(6) using the gore-tex vascular graft. On (B)(6) 2002 - gore-tex vascular graft implanted as a below knee fem-pop bypass graft. A wound infection was reported. On (B)(6) 2002 - patient received a right above knee amputation. On (B)(6) 2015, a probable graft infection was reported which may have contributed to the (B)(6) 2002 right above knee amputation.

Manufacturer narrative:
Since a lot number was not reported, a review of manufacturing paperwork has not been conducted. No results available since no evaluation performed.